Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The pump supplies were changed multiple times. Blood glucose was approximately 200 mg/dl. The customer did not receive an occlusion with current supplies. A cause of the past occlusions could not be determined.